Event description:
Patient was intubated with a size 8 reinforced et tube with a 14f satin stylet. Et tube placement, cuff inflation all okay. Patient's procedure required a prone position. When flipped patient because obstructed. Neutral neck position, cuff was checked and patient returned to supine position. Et tube was changed with a tube ex changer device to a regular 8.0 et high/low cuff. Patient returned to prone position and surgery proceeded with no problems.